Event description:
It was reported that this right ventricular (rv) lead exhibited decreased sensing amplitudes, increased pacing impedances, and increased pacing thresholds with loss of capture. A chest x-ray was obtained that appeared to reveal an rv apex perforation. A revision procedure was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited decreased sensing amplitudes, increased pacing impedances, and increased pacing thresholds with loss of capture. A chest x-ray was obtained that appeared to reveal an rv apex perforation. A revision procedure was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.